Event description:
The user facility reported that during an unspecified procedure, the clips reportedly did not deploy properly and did not release off of the pt tissue. When the physician attempted to free the clip, the tissues reportedly tore. The procedure was not completed, and the pt was taken to surgery. The current condition of the pt is unk. No further detailed info was provided.

Manufacturer narrative:
Olympus followed up with the user facility to gather add'l info regarding the event, however, only limited info was provided. An olympus rep has visited the user facility and conducted an in-service regarding the appropriate use of the device. The clips said to have been used during the procedure were discarded immediately following the procedure, and were not available for evaluation. The user facility returned five unopened boxes of unused clips to olympus for evaluation. The returned samples are being forwarded to the original equipment MFR (OEM) for further evaluation. If further significant add'l info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.